Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the provisional fractured into two pieces.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Visual examination concludes that the returned device is fractured on the medial side of the post all pieces. This device is used for treatment. It was considered that the device was conforming when it left zimmer biomet. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasps in this complaint were manufactured before the design modification.